Manufacturer narrative:
Reporter phone number: (B)(6).

Event description:
It was reported to philips that a noise was heard from the inside of the unit. This event was reported to have occurred during patient use. There was no delay to therapy; the device continued to operate. The unit was switched with an alternative ventilator.

Manufacturer narrative:
The complaint investigation has come to a reasonable conclusion that the event is no longer reportable. The event is no longer reportable due to the noise heard being found to be the normal device operating noise, there was no delay to patient therapy, and therefore the device did not malfunction and does not have the potential to result in a death or serious injury.

Manufacturer narrative:
Reporter phone number: (B)(6).

Event description:
It was reported to philips that a noise was heard from the inside of the unit. This event was reported to have occurred during patient use. There was no delay to therapy; the device continued to operate. The unit was switched with an alternative ventilator.